Event description:
It was reported to philips that the system was unable to boot, stalling at the boot timer. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review system log files showed no communication between host pc, fdc, generator and geo pc. Upon troubleshooting, the philips field service engineer (fse) found that the power supply output was 0v. The supplier's part analysis conclusively determined the cause of the power supply unit failure was due to the electronic defect, leds were not on, and the fan was not running. To resolve the issue, the fse replaced the power supply in m cabinet and performed the functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.